Manufacturer narrative:
Event date: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2012, the patient had robotic heart surgery for a single vessel bypass graft with a partial sternotomy. This was closed using twisted sternal wires and the flesh was glued together. On (B)(6) 2013, the patient went to the emergency room because of sternal popping and pain when moving. X-rays were taken and the finding was a sternal non union. On (B)(6) 2013, the patient returned to the surgeon for a revision to deal with the complaints of lower sternal pain noted during coughing and deep breathing. The previous lower one half sternal incision was reopened and sharp dissection carried down to the four sternal wires. The wire appeared to be intact but there was a moderate amount of sternal malunion with motion noted. The wires were removed and the sternal halves debrided. Two large non-synthes bands were placed around the mid and lower sternum and a four-hole dynamic compression synthes plate was placed with two cortical screws. On (B)(6) 2013, the patient again went to the emergency room because of pain. X-rays were taken and it was noted that one screw had become loose. On (B)(6) 2013, the patient reports he had another revision surgery and all the previous hardware was removed. The surgeon then implanted three non-synthes metal plates and thirty-nine non-synthes screws. The synthes hardware that was removed, was all intact. This report is for an unknown four hole locking compression plate. This is report 1 of 2 for (B)(4).